Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with a slow heart rate. During electrogram testing, there was no capture and undersensing of the right ventricular (rv) lead. The voltage of the lead was increased; however the rv lead was explanted and replaced a few days later. No patient complications have been reported as a result of this event.